Event description:
It was reported that in (B)(6) 2017, patient had a femur fracture and a rod and screws were implanted. Patient had pain until (B)(6) 2018 when hardware was noted broken in scans and the femur was fractured again due to the broken hardware. In (B)(6) 2018 a revision surgery was performed to repair the broken hardware.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Should documents become available it is possible we will be able to do a medical investigation. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.